Event description:
It was reported that stent damage and stent fracture occurred. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery. A 3.50 x 28 synergy drug-eluting stent was deployed to treat the lesion. However, it was observed that there was a proximal distortion and a broken proximal portion in the area. A 4 x 8 synergy stent was deployed to cover the damaged proximal portion and the procedure was completed. No further patient complications were reported and the patient was doing well. It was further reported that the 3.50 x 28 synergy drug-eluting stent was deployed 3 times for 10 seconds. A 4 x 12mm nc balloon was inflated at 18 atm for 9 seconds. Fluoroscopy did not observe any constriction of the stent post deployment. The stent was fractured in the proximal and middle part of the stent.

Event description:
It was reported that stent damage and stent fracture occurred. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery. A 3.50 x 28 synergy drug-eluting stent was deployed to treat the lesion. However, it was observed that there was a proximal distortion and a broken proximal portion in the area. A 4 x 8 synergy stent was deployed to cover the damaged proximal portion and the procedure was completed. No further patient complications were reported and the patient was doing well.